Event description:
(B)(6) received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the second of five reports. Refer to 3011270181-2026-00055 for the first event. Refer to 3011270181-2026-00057 for the third event. Refer to 3011270181-2026-00058 for the fourth event. Refer to 3011270181-2026-00059 for the fifth event. It was reported the tube was inserted in the patient. The registered nurse was verifying placement and pulled back a lot of air from the nasogastric (ng) tube and noted an audible leak sound. Then noted leak where hub connects to ng tube. Tube removed and a new ng was inserted.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 23-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(6). Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(6). (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6). Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an (B)(6). Product is defective or caused serious injury.